Event description:
A physician successfully deployed and retrieved an emboshield in to the internal carotid artery. An xact stent was successfully postioned and deployed. A post-stent dilatation with another brand of balloon was performed. No adverse event or pt injury was reported. It was reported that on the following day, the pt experienced "difficulty with fine movement and finger extension in the right hand." There was no change in the nih scores per the neurologist. The pt was discharged home without incident.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.